Event description:
It was reported that during use in a wrist arthroscopy, the drill did not have enough power to complete the procedure. This resulted in the surgeon using another surgical technique to complete the procedure. There was no reported injury with this event.

Manufacturer narrative:
Investigation results: the handpiece was received and evaluated. An evaluation of the drill was unable to verify the customer's report of "not enough power." All diagnostic test requirements were met. The sales representative has been notified to follow up with the customer and provide additional inservicing as required.